Manufacturer narrative:
(B)(4). This is a report of air in line where the patient improperly disconnection during therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. The patient was connected at the time of the event. This occurred during initial drain of peritoneal dialysis therapy. During troubleshooting, it was discovered the patient disconnected without proper procedures and then reconnected. The technical service representative reviewed proper procedures and assisted with ending therapy. The patient planned to restart therapy using all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.